Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, (1) ¿power is repeatedly turned on/off¿, occurred because the power cord was not properly connected or due to a defect of the main unit (faulty power supply s300u). However, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; the device passed all functional tests. It was noted that the front panel was cracked in the bottom; replacement was required to resolve. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device kept "shutting on and off; checked power cords." There was no patient injury, associated with the problem, reported to olympus.